Event description:
The hospital representative reported an infusion pump with an 812:02 failure code. The representative reported to baxter customer service that it is unknown if the device was in use on a patient when the failure occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved, tubing product code or the set up of the infusion device. No additional contact information was available.